Event description:
Reportedly, the screen was displaying 'set up failed'. After being turned off and on, android recovery message was displayed.

Manufacturer narrative:
H3 other text: additional investigation is required.

Manufacturer narrative:
Analysis synthesis: upon reception of the smartview connect device, the reported issue was confirmed by the presence of the ¿android recovery¿ screen, and occasionally the error message ¿set up failed". Analysis of the system logs showed that the device was operating normally until (B)(6) 2025, when a system failure occurred. The android system messages suggest the issue is related to the system itself. However, no specific cause for the malfunction could be identified from the expertise logs, as no significant irregularities were found. Based on the available evidence, the issue is most likely related to a hardware issue, a malfunction in the pre-installed software provided by the supplier, or corruption within the system or operating system file this case has been retained for monitoring and trending purposes.

Event description:
Reportedly, the screen was displaying 'set up failed'. After being turned off and on, android recovery message was displayed.